Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that the endobutton kit used was expired.

Manufacturer narrative:
The device is not being returned for evaluation. Due to the nature of the complaint a review of the sterility records for the lot number in question was performed which confirmed that the product was sterilized per the standard terminal sterilization process. All parameters of the sterilization cycle conformed to the validated parameters (see attachment). Per the device IFU (B)(4) under warnings ¿contents are sterile unless package is opened or damaged. Do not resterilize. For single use only. Discard any open, unused product. Do not use after the expiration date¿. Further investigation is not warranted at this time.